Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(6) 2015 . The fse found a leak on the main diluter caused by the tubing at pinch valve (pv37). He replaced the tubing and resolved the leak. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported that five to ten ml of blue cleaner reagent leaked from the coulter hmx hematology analyzer with autoloader on the right side near (feed through) fitting ff222. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles, and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.